Manufacturer narrative:
Image review: two media files were submitted for review of the event. The angiogram provided shows severe aortic regurgitation/paravalvular leak. Additionally, there is evidence of a non-medtronic valve within the evolut, and the angiogram indicates that the severe aortic regurgitation/paravalvular leak persisted without improvement. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the severe regurgitation was paravalvular leak (pvl). After the 23mm valve was implanted, no additional treatment was provided.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with critical aortic stenosis and mild aortic regurgitation prior to the procedure underwent transcatheter aortic valve implantation. Pre-procedure computed tomography analysis indicated a severely calcified tricuspid aortic valve, with suspicion of bicuspid anatomy. Pre-dilation was performed with a 22 mm balloon. Upon deployment, the valve was found to be constrained in the 2-cusp view with severe paravalvular leak (pvl). The valve was recaptured and removed and a 23 mm pre-dilation balloon was used. Upon redeployment, the valve remained constrained but showed some improvement. The valve was fully deployed and severe pvl persisted. Post-dilation with 23mm and 24mm balloons improved valve expansion, but moderate-severe paravalvular leak was still present, as confirmed by echocardiogram. Computed tomography review suggested possible bicuspid anatomy and extremely bulky calcium in the aortic root landing zone, with possible right/left leaflet fusion, which may have contributed to the valve not sealing at the leaflet level and causing pvl. A 23mm non-medtronic valve was implanted in an attempt to mitigate the paravalvular leak and seal at t he leaflet level, but two post-dilations with a 24 mm balloon did not resolve the pvl, and no seal was achieved at the leaflet level. The patient remained stable throughout the procedure and was reported to be well with good vitals.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.